Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had low blood glucose value. Customer's blood glucose value after meal was 104mg/dl. Customer turned off the pump and in the morning it was below 40mg/dl and 290mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.